Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 21086447.

Event description:
It was reported that the patients stimulation on the right side was lost due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. Explanted leads was not returned as it was kept by the medical facility.